Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 4/18/2024, it was reported by a sales representative via phone that two 8010-275 cortical screws broke while putting them into the patient. The head of the screws was removed, but the bodies remain in the patient. The procedure was completed successfully. This was discovered during a humeral nail procedure on (B)(6) 2024. The case was delayed between ten to fifteen minutes. The patient suffered no negative effects.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.